Event description:
It was reported that the patient underwent initial implantation of a dual chamber pacemaker system. During the procedure the patient exhibited severe chest pain and an irregular heartbeat. The medical team noted that there had been some mishandling of the products after opening and it was suspected that the system was contaminated due to handling. It was decided to explant the system. Upon thorough visual examination of the pacemaker and leads, some corrosion and degradation of the leads was observed. No other adverse patient effects were reported. The system was discarded and thus is not expected to be returned.